Event description:
During a laproscopic lymph node dissection, the balloon of a surgical trocar (11 mm) broke inside the pt, leaving behind a piece of the balloon. This required intervention to remove the remaining balloon piece.